Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a typical lunch, the user experienced hyperglycemia with a blood glucose of 271 mg/dl and a flat trend while using an ilet system with a cannula-type infusion set; troubleshooting included advising a potential site change versus observation, followed by outreach to confirm correction, and review of device data showed return to target range. Symptoms included hyperglycemia without associated signs such as dizziness or loss of consciousness. Outcomes included no medical intervention, no backup therapy, and no ketone testing, with blood glucose returning to 139 mg/dl and resolution of the event. Investigation included device data review and user coaching on site rotation and observation for correction trends. Investigation of this case revealed no device alarms and no device malfunction, with the event attributed to hyperglycemia of unclear cause and possible variable insulin absorption at the infusion site. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.